Manufacturer narrative:
Service found intermittent disruption in the procell dispense. The procell valve, procell/cleancell syringe seals, and sipper syringe seals were replaced. The performance testing was successful and the customer performed successful qc. The investigation determined that calibration and qc were acceptable and there was no indication for a performance issue of reagent or instrument. The investigation determined that the service actions resolved the issue. There were no further issues after the service visit.

Event description:
The initial reporter complained of questionable elecsys troponin t stat assay results for 1 patient tested on a cobas 6000 e 601 module. The initial troponin t result was 0.046 ng/ml and was reported outside of the laboratory. The repeat result was 0.01 ng/ml. The customer stated that they received an instrument alarm after the results were generated. That customer was not sure which result was correct. There was no adverse event. The troponin t reagent lot number was 39006600 with an expiration date of 31-mar-2020.